Manufacturer narrative:
(B)(4). Date sent: 7/7/2026. D4: batch # 806d26. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 806d26 / 032cb12lt , and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Did the damage occur right out of the packaging or in the operative field? 2. Any visible broken part? 3. What part broke of the device broke? 4. Could you please specify how the device was damaged? 5. Did any pieces fall into the patient? 6. If yes, were they retrieved? 7. Will all pieces be returned with the device? 8. If no, were they discarded? 9. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? 10. Could you please provide the photos and videos referenced in the complaint report? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the trocar optics detaches. No patient consequences were reported.